Event description:
It was reported, that the patient presented in clinic. Due to device interrogation, revealed incorrect interpretation. And no high voltage therapy of signal on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient was in stable condition.